Event description:
The customer reported that the insulin pump had a frozen display. The caller did not have the device with her at time of call, and she will call back. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.